Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore a root cause for this failure cannot be discerned. However, from similar historic complaint investigations for tubing leaking, it was noted that incorrect set up of the tubing would cause the tubing to split and leak. It is unknown if the set up was done correctly in this case and therefore cannot be determined if this contributed to the event. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
Tubing breakthrough, leakage of water. The nurse got electrocuted. We don't have any other details at this moment. From the customer. We will let you know. The following additional information was received via e-mail from the affiliate on 12-10-2015: the nurse was not electrocuted but received a shock. The following additional information was received via e-mail from the affiliate on 12-17-2015: there was no surgical delay. The surgeon used another device to complete the procedure.